Event description:
Non-integration. Surgery was carried out to place 4 maxillary implants, the implant having failed osseointegration in less than 1 month. The locator was placed over the implant, but the patient did not wear any prosthesis and has always been toothless.

Event description:
Non-integration. Surgery was carried out to place 4 maxillary implants, the implant having failed osseointegration in less than 1 month. The locator was placed over the implant, but the patient did not wear any prosthesis and has always been toothless.